Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed white foreign material from the air/water cylinder and air/water channel, but the type of the material or root cause cannot be identified olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign matter at the air/water channel and air/water cylinder. There was no patient involvement.